Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained screws, the other screw is in perfect condition. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected.

Event description:
The doctor inserted the self-drilling screws into the skull on (B)(6) 2011, but the tip of the screw could not be inserted into the skull. The doctor found that the tip of the screw was dull. After this he used the 4mm screw instead. The doctor said that the tip of the screw, approx. 1mm, remains implanted in the skull, the patient is unharmed. This is 2 of 2 reports for complaint (B)(4).